Event description:
The device is alarming and shutting down with the red light. When the device will not run, it does not start at all, if it starts it will run fine. No further information available.